Event description:
It was reported that, this right ventricular (rv) lead exhibited loss of capture (loc) and as a result the left ventricular (lv) lead exhibited high capture thresholds and pacing inhibition. No more available information has been received regarding this incident and no adverse patient effects were reported.